Manufacturer narrative:
Possible under delivery anomaly not confirmed during testing. The insulin pump passed the displacement accuracy test, self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. .

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering. The customer blood glucose level was 19.3 mmol/l at the time of incident and the current blood glucose level was 14.8 mmol/l. Customer alleges insulin pump was under delivering because of high blood glucose levels. The customer was assisted with troubleshooting. The customer was treated with bolus for high blood glucose level. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports the no symptoms related to their high blood glucose events. The device will not be returned for analysis.